Manufacturer narrative:
Per additional information received as the complaint was not against the product, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient arrived from post-anesthesia care unit operating room. Patient had shivering and cold. Foley temp initially showed 38.4 but went up to 39. The oral temperature was observed to be 36.8. Per follow up call on 21jun2021, customer stated that product was not defective. It was explained to customer that the temperature sensing catheter would be reading different temperature than a temporal temperature. Per follow up information received on 22jun2021,there really was no faulty product in this instance. The unit had mentioned that the bladder temperature measurement was reading differently than the temporal measurement. They reached out to the customer to let them know that that was normal as typically the bladder temperature modality was a lot more accurate than the temporal measurement so there will be some variation. It was received as a part of the follow-up that, according to representative, the product was functioning as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient arrived from post-anesthesia care unit operating room. Patient had shivering and cold. Foley temp initially showed 38.4 but went up to 39. The oral temperature was observed to be 36.8.